Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including all pacing/ECG testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed errors that indicated the device did not detect a valid impedance. Without detection of a valid impedance, the device will not deliver pacing energy. It is unclear if the customer's report is that the pacing dashboard was not populating, or if there was no capture/displaying of the ECG signal with the pacing spikes. There are a number of factors for the device not detecting a patient impedance that include but are not limited to: a poor connection from the electrode pads to the patients skin, a poor connection of the multi-function cable/leads to the electrode pads or device, or an issue with the multi-function cable/leads/elecrode pads themselves. The electrode pads and ECG leads were not returned as part of this investigation. No clinical data was provided. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device's pacer function did not display on the monitor. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.